Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 297mg/dl. The customer was treated for the highs at the hospital. The customer also had lows in the 30mg/dl. Troubleshoot was conducted. The customer's husband was authorized to have customer's pump replaced.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was programmed with multiple boluses and was monitored. All boluses were delivered properly and were listed in the bolus history screen. Then the pump was programmed with multiple basal profiles and was monitored. All basal profiles delivered properly. No change in the basal profiles was noted during testing. No bolus anomaly, basal anomaly or daily total anomaly noted. The pump had a cracked case at the display window corner and cracked battery tube threads.